Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment that when the user switched from the analyzer application to interrogate the cied, the mobile programmer application displayed a diagnostic that the analyzer had failed to start could not be confirmed but was deemed plausible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer was in use during an implant procedure. The patient experienced cardiac arrest and during resuscitation it was decided to use a different cardiovascular implantable electronic device (cied). When the user switched from the analyzer application to interrogate the cied, the mobile programmer application displayed a diagnostic message that the analyzer had failed to start. It was attempted to restart the analyzer three times. The mobile programmer had disconnected and was unable to reconnect. The patient required pacing. The mobile programmer was changed out for another mobile programmer to resolve the issue. No further patient complications have been reported as a result of this event.